Manufacturer narrative:
The monitor and electrode belt have not been returned for evaluation. Based on the data available at this time, there is no indication of a device malfunction causing or contributing to the treatments.

Event description:
Patient received an appropriate shock during vf. The arrhythmia was not converted to a slower rhythm. Lifevest intended to treat life-threatening ventricular arrhythmias. The failure to convert the first shock is a known and potentially adverse outcome of defibrillation therapy. One additional shock was delivered. Oversensing of cardiac activity and motion artifact contributed to the false detection. The response buttons were pressed after the event. The patient went to the hospital for further evaluation and continues to wear the lifevest.